Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory. And no anomalies were identified. The 8781 catheter was returned and analysis identified, a kink in the catheter body. Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter, product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1000 mcg at 349.91932 mcg/day) and bupivacaine (10 mg at 3.49919 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced some bleeding at the pump site. Physical exam of the pump site showed that incision was dehisced by 1.5cm, bled a little, the incision was swollen with no evidence of infection. A stitch was placed and recommended another week course of antibiotics. The pump site was reported as tender, had shooting pain and sore to lean on. The patient later presented on (B)(6) 2024 with an exposed pain pump. The pump and catheter were replaced.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) indicated that during surgery they connected a new pump segment to the catheter and a new pump in another location. When they went to the midline incision, the patient reported she was getting significant pain relief. However, was unable to aspirate the catheter. It was noted that catheter distal was a loop and dynamic kinking occurring. Images loaded this kink caused a positive and negative flow of cerebrospinal fluid (csf) when it was freed up.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial (b)(60 implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter product ID 8781 serial (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2024 : fentanyl with concentration 2000.0 mcg/ml at a dose rate of 849.4 mcg/day, bupivacaine with concentration 20.0 mg/ml at a dose rate of 8.494 mg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.